Event description:
A malfunction was reported on the pump; pump came into direct contact with an MRI upon advice from a physician to leave it on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump; however, the malfunction code recurred after the reset. Technical support decided to replace the pump, provided storage instructions for the current device, and arranged for a replacement with updated software. The customer was also informed of the steps necessary upon receiving the new pump and agreed to return the malfunctioning unit.